Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half height cubie drawer 2-2 on the main was failing cubie pockets. A field service engineer (fse) reseated the row board cable and ribbon cable and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI). Part analysis: the reported condition of device not detected on bus - aux drw 2.2 was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the half-height cubie drawer 2-2 on the main unit was failing cubie pockets. The row board cable and ribbon cable were reseated, and the retractor band was replaced. A final test was performed using the hardware test application, which passed, and the drawer and cubie pockets were functioning properly. During dchu visual inspection: pn 353844-01: the unit revealed black marks along the flat flex cable and copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of device not detected on bus - aux drw 2.2 was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the failure was caused by a short between adjacent copper strands in the retractor band. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.